Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has coil damage, as part of overall visual revision. The device has the distal section broken, kinked and unraveled, the distal tip and ballweld were returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip break occurred. The chronic totally occluded target lesion was located in the superficial femoral artery. A 0.35x145cm amplatz super stiff guide wire was selected to cross the target lesion via a 19gauge hollow access needle. However, significant issues were encountered in crossing the device over the access needle. When the device removed through a 5fr 65cm non-bsc guide catheter, it would not re-enter even with significant force. Under fluoroscopy, it was noted that the wire had unraveled. The non-bsc guide catheter and the guide wire were removed as a unit. Another 0.35x145cm amplatz super stiff guide wire was selected and crossed the lesion. However, during the procedure, it was noted that the tip of the guide wire was fractured but not detached. No patient complications were reported and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip break occurred. The chronic totally occluded target lesion was located in the superficial femoral artery. A 0.35x145cm amplatz super stiff¿ guide wire was selected to cross the target lesion via a 19guge hollow access needle. However, significant issues were encountered in crossing the device over the access needle. When the device removed through a 5fr 65cm non-bsc guide catheter, it would not re-enter even with significant force. Under fluoroscopy, it was noted that the wire had unraveled. The non-bsc guide catheter and the guide wire were removed as a unit. Another 0.35x145cm amplatz super stiff¿ guide wire was selected and crossed the lesion. However, during the procedure, it was noted that the tip of the guide wire was fractured but not detached. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has coil damage, as part of overall visual revision. The device has the distal tip stretched and the distal section kinked. Overall length and od of distal tip could not be measured due to device condition. Od of middle of the device and od of proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip break occurred. The chronic totally occluded target lesion was located in the superficial femoral artery. A 0.35x145cm amplatz super stiff¿ guide wire was selected to cross the target lesion via a 19 gauge hollow access needle. However, significant issues were encountered in crossing the device over the access needle. When the device removed through a 5fr 65cm non-bsc guide catheter, it would not re-enter even with significant force. Under fluoroscopy, it was noted that the wire had unraveled. The non-bsc guide catheter and the guide wire were removed as a unit. Another 0.35x145cm amplatz super stiff¿ guide wire was selected and crossed the lesion. However, during the procedure, it was noted that the tip of the guide wire was fractured but not detached. No patient complications were reported and the patient was fine.